Manufacturer narrative:
(B)(6).

Event description:
It was reported that a rupture occurred. A 2.50 x 20 mm agent dcb was advanced to the target lesion, inflated once at 9 atm for 20 seconds and ruptured. The procedure was completed with a different device and the patient was in good condition post-procedure.